Manufacturer narrative:
Product complaint # (B)(4) . Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When inserting a cfx expedium 7x45mm screw the driver tip broke off in the head of the screw. Also when inserting a set screw, the reduction inserter set screw driver broke. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned found the distal tip was broken off. The approximator inserter¿s tip is missing completely as it is a piece separate from the inserter¿s shaft. No direct analysis could be performed on the approximator inserter¿s tip since the remnants of its tip had broken and fallen out of the shaft. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. A probable root cause maybe quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.